Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-00250 and 2134265-2015-00376. It was reported that auto pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. However, the device was unable to perform auto pullback. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Event description:
Same case as 2134265-2015-00250 and 2134265-2015-00376. It was reported that auto pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. However, the device was unable to perform auto pullback. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).